Event description:
It was reported that 4 batteries do not hold a charge. No adverse event reported. Battery sn (B)(4): MFR report# 3003793491-2013-00254, battery sn (B)(4): MFR report# 3003793491-2013-00255, battery sn (B)(4): MFR report# 3003793491-2013-00256.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. No adverse event reported.